Event description:
Lami pack catalog # 622359, lot # 1184739, rev (B)(4). Lami pack had contaminants in the lap sponges. The lap sponges found in the phs packs are made by medical action. Vendor item #:(B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). Focusing on medical action for the lap sponges in packs: phs pack = medline industries. (B)(4).